Event description:
The customer alleged the 840 stopped while in use on a pt. There was no reproted pt harm or injury related to this event. The customer's biomedical engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.